Event description:
As reported, a (B)(6) female patient complained of having pain. Femur was loose. There was no breakage of device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 3.5 11mm (cat# 02-012-35-3511 / serial# (B)(4), lgc tibial fit tray cem sz 3.5f / 2.5t (cat# 02-012-45-3525 / serial# (B)(4), three peg patella 32mm (cat# 200-02-32 / serial# (B)(4), logic femoral ps cem right sz 3.5 (cat# 02-010-01-0335 / serial# (B)(4), logic tibia ps mod insrt sz 3.5 9mm (cat# 02-012-35-3509 / serial# (B)(4), lgc tibial fit tray cem sz 3.5f / 2.5t (cat# 02-012-45-3525 / serial# (B)(4), three peg patella 35mm (cat# 200-02-35 / serial# (B)(4), holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone and patient-related conditions, which led to aseptic (non-infected) femoral loosening. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Section d10: concomitant medical products - these devices remain implanted. Lgc tibial fit tray cem sz 3.5f / 2.5t (cat# 02-012-45-3525 / serial# (B)(6)) three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)) logic femoral ps cem right sz 3.5 (cat# 02-010-01-0335 / serial# (B)(6)) logic tibia ps mod insrt sz 3.5 9mm (cat# 02-012-35-3509 / serial# (B)(6)) lgc tibial fit tray cem sz 3.5f / 2.5t (cat# 02-012-45-3525 / serial# (B)(6)) three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)) holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(6)).